Manufacturer narrative:
The valve could not be evaluated by medtronic because it was discarded by the customer. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. (B)(4)

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Based on review of photos of the explanted device, host tissue (pannus) was observed on the inflow of the valve; no outflow image was provided. It is difficult to draw a definitive conclusion based on the received photograph. Pannus overgrowth has been an inherent risk of surgical valve replacement. Based on the limited information received, the cause of regurgitation cannot be determined and the reported calcification cannot be confirmed. Medtronic will continue to monitor field performance for similar events should they occur. (B)(4).

Event description:
Medtronic received information that two years, four months post implant of this bioprosthetic valve, the valve was explanted and replaced with another medtronic valve due to calcification and severe valvular regurgitation. There were no adverse patient effects.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.